Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/25/2026 and 04/26/2026. The wearable was inserted into the¿ abdomen,¿which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the abdomen, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.